Event description:
It was reported that the subject stent and a non-stryker stent were placed in y configuration with following embolization with non-stryker coils to treat an unruptured basilar tip aneurysm. There was no evidence of immediate post procedural complications. One month follow-up showed that the patient was doing well with no complaints. However, two months after the index procedure, the patient suffered a stroke and was being treated an outside facility. Medical therapy (not specified) was provided. The physician stated that the event was not related to the implanted stent. One month later, the patient died. The cause of death is unknown. No further details provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that the subject stent and a non-stryker stent were placed in y configuration with following embolization with non-stryker coils to treat an unruptured basilar tip aneurysm. There was no evidence of immediate post procedural complications. One month follow-up showed that the patient was doing well with no complaints. However, two months after the index procedure, the patient suffered a stroke and was being treated an outside facility. Medical therapy (not specified) was provided. The physician stated that the event was not related to the implanted stent. One month later, the patient died. The cause of death is unknown. No further details provided.